Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit due a blood glucose level of 879 mg/dl, diabetic ketoacidosis, becoming unconscious, and vomiting. Customer was treated with intravenous saline and insulin. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the pump battery could not be charged. The customer reverted to an alternate method for insulin therapy.